Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.